Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pd peritonitis. The cause of the event was not reported. It was reported that the patient was not hospitalized for the event. It was reported the patient did not receive treatment for the event. At the time of this report, the peritonitis event was ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.